Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Alarm is recurring and cannot be cleared. Blood glucose value is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit was received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker.